Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance and failure to capture. The lead was ultimately not used and replaced with new lead during the same procedure. Patient condition was stable, and patient was discharged.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.